Event description:
It was reported that the unknown purewick device suction was too strong and it was sucking to patient skin and bruising. Nurse has reported this to patient husband. Minor patient injury was reported due to strong suction. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown purewick machine) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the unknown purewick device suction was too strong and it was sucking to patient skin and bruising. Nurse has reported this to patient husband. Minor patient injury was reported due to strong suction. No medical intervention was reported.